Event description:
The customer called and reported the insulin pump would not allow him to complete priming and the piston would not stop moving. Customer's blood glucose had been at 400 mg/dl on the day of this report and he had been treating with insulin. It was explained to the customer that the force sensor system was compromised. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement test. However, the insulin pump was unable to prime during the prime test and motor error alarm during basic occlusion test due to faulty force sensor. The insulin pump was unable to perform excessive no delivery test and occlusion test due to motor error. The motor was tested outside the insulin pump and passed. The insulin pump was received with minor scratches on lcd window, dog chew marks and corroded battery tube.